Manufacturer narrative:
The reported event of loss of pacing was not confirmed. The device was received with normal telemetry and output. Analysis performed revealed no functional issues. A longevity assessment found the device was operating above the elective replacement indicator (eri) voltage level with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. A visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that loss of pacing was observed on the device during an unrelated procedure. As the patient was pacemaker dependent, the device was explanted and replaced to resolve the event. The patient was in stable condition.